Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that last night, the patient started with the new infusion set, took a shower this morning, and noticed that a piece was missing as the infusion sets tubing detached at the quick release while the patient was sitting. Therefore, the patient's blood glucose level went up. The patient tried to treat it with a bolus and changed the site. The site location was patient's abdomen and the pump was located on the same side. Moreover, the infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.